Manufacturer narrative:
Limited information has been received on this event.

Event description:
It was reported that 2 screws broke during patient use. Revision surgeries was conducted to remove the broken hardware. This is report 2 of 2.